Event description:
The customer reported the alarm has intermittent power. The customer reported the batteries are changed every 4 weeks. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - intermittent power. Evaluation results: evaluation of the returned product found there is battery corrosion in the battery compartment, the aqualert label shows exposure to moisture and the rubber cover on the hold button area is missing. The unit did not power up the first two times but did power up on the third attempt. Note: posey instructions for use has a warning statement: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper orientation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. (B)(4).